Event description:
Healthcare professional reported injecting a pt with juvederm voluma xc into the "ant cheeks and marionettes." Nine months later, the pt suffered an upper respiratory tract infection a week before the onset of "lumps" and was treated with amoxil from their general healthcare professional. The pt began experiencing "tenderness and hardness" of the product within 1-2 weeks of infection and was reviewed about one month after the pt had developed the symptoms. The pt was prescribed augmentin duo forte, clarithromycin, and ciprofloxacin. Pt was also treated with hyalase. The cause of the event was noted to be "probably biofilm infection of juvederm voluma xc gel deposits." Symptoms resolved approximately 3 months later.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of lumps, tenderness, hardness, and biofilm infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.